Event description:
Following the successful stent assisted embolization of a left anterior cerebral artery aneurysm a final angiogram demonstrated no residual filling of the aneurysm and no evidence of thromboembolic complication. Post procedure, time not provided, the patient presented with decreased level of consciousness. A CT scan was performed and revealed a diffuse extensive acute subarachnoid hemorrhage (sah) present in the supra and infratentorial brain along the falx, tentorium, and in the sylvian fissures, basilar cisterns, ambient cisterns, quadrigeminal plate cistern, premedullary cistern and along the superior cervical cord. The ventricles were mild to moderately prominent and the bilateral cerebral white matter had mild to moderate hypodensities. No perfusion abnormality was noted int he anterior cerebral artery territories. The patient died the following day. No autopsy was performed but the physician believes from the extensive diffuse sah observed on CT scan that the cause of the hemorrhage was most likely aneurysm rupture.

Manufacturer narrative:
Device codes: other for no allegation of product malfunction or non conformance contributing to the reported event. Additional information was requested from the user facility. Based on the information received the following was determined: the devices were all prepared in accordance with the appropriate directions for use and continuous flush was maintained.

Manufacturer narrative:
Conclusions: other for anticipated procedural complication. The device history record review confirmed that the device met all material, assembly and performance specifications. The device remains implanted and was available for evaluation. From the information provided it can be concluded that the device was used in accordance with the labeling and that this did not cause or contribute to the reported event. A review of the labeling found that it contains language regarding hemorrhage and death as potential procedural complications. There is no indication from the information available or the investigation that there was any malfunction or nonconformance of the device that may have contributed the reported event. As hemorrhage and death are known potential adverse events associated with embolization procedures it was determined that this event was an anticipated procedural complication.